Manufacturer narrative:
Based on the completed investigation, the root cause of the reported malfunction could not be definitively determined. However, the issue is likely attributable to component damage. Should any additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
During the device evaluation, adhesive was observed cracking off around the ultrasound gastrovideoscope pink rubber. There was also adhesive missing on the elevator cover. There was no patient involved.